Event description:
It was initially reported that the surgeon cut the lead during an implant surgery. Pt was scheduled for a generator replacement surgery due to an end-of-service battery. However, entire system was replaced in the or since the surgeon saw the lead broken. It was later indicated that the treating physician had gotten high lead impedance on the pt's follow up visit prior to the surgery. X-rays were received and reviewed by the manufacturer which did not show any lead break. No obvious anomalies were noted on the x-rays. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.